Event description:
Customer called to report a hospitalization due to high blood glucose. The customer's insulin pump has alarmed button error. Unable to clear the alarm. The current blood glucose reading is over 94 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetic ketoacidosis. Customer reported ketones. Customer was hospitalized for two days. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent down arrow button due to corroded keypad traces. No button error alarm noted. The insulin pump received with scratched lcd window. No traces of moisture noted at electronic or motor assemblies per visual inspection.